Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician stated that a recent CT showed an enlarging aaa and is currently 9-10 cm in diameter. The physician said he had coiled the lumbar arteries and wondered if there could be a proximal type I endoleak. An angiogram showed no apparent type I endoleak. However, the physician decided to place a endurant cuff along with aptus screws. While the physician placed the cuff it appeared to slightly cover the left renal artery, unintentionally. Final angiogram showed flow into left renal artery; however, the physician decided to place a 5x17 balloon expandable stent into left renal. The physician did not know the cause of the event. No additional clinical sequelae were reported, and the patient is fine.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had multiple coilings due to treatment of a type ii endoleak. During the last coiling, the physician noticed that the right limb was barely in the iliac, resulting in a distal type I endoleak. The physician decided to extend with an endurant 16x24x93 on the right side and that resolved the type I endoleak. The physician thought the cause of the event was disease progression and not adequate coverage on initial implant. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).